Event description:
Boston scientific received information that this product was part of a system revision due to infection. The vessel was perforated during the extraction of this right atrial (ra) lead. Additional information from the field representative indicates that the perforation was at the junction of the super vena cava (svc) and right atrium. According to the field representative the lead did not caused the perforation but it was the laser catheter which was used to extract the lead. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.